Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during a gastric fibroscopy procedure. The exact procedure date was unknown. During the procedure, the clip was positioned for deployment; however, the clip could not be released, and remained stuck on the delivery system. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.